Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the analyzer was out of specification. It was indicated that the ventricular side failed incoming testing. The analyzer was sent for repair and reallocation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that when testing an right ventricular (rv) lead, the analyzer's rv channel gives greater than 4000 impedance and the right atrial (ra) lead channel gives normal impedance reading on the same lead. The analyzer was returned for service. No patient complications have been reported as a result of this event.